Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the pt sustained a first-degree burn (redness) on the skin around the trocar. Furthermore, the operating surgeon noticed a damaged and partially melted coating/insulation at the distal end of the suspect medical, showing the underlying metal. The intended procedure was reportedly completed by using the same set of equipment, but it is unk if add'l treatment was necessary.

Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore the exact cause of the pt's outcome and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval or add'l significant info becomes available., this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.